Event description:
Boston scientific received information that this patient was seen in clinic due to lightheadedness and dizziness. Upon interrogation, this pacemaker detected high thresholds and interrmittant capture on this right ventricular lead. Flurosopy did not reveal any fracture on the lead. The patient was admitted to the hospital for a device and lead revision as this patient had known third degree heart block and presented with heart rates in the 30 beats per minute range.

Manufacturer narrative:
The device was explanted and the lead was surgically abadoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.